Event description:
During service at the manufacturing facility it was observed that the o-ring was loose. There was no patient involvement, no adverse consequences, no medical intervention and no delays.